Event description:
A report was received that the ipg was causing discomfort over the patient's ribs. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein all the devices were explanted. The physician stated that the patient was no longer using the devices. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the ipg was causing discomfort over the patient's ribs. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.